Manufacturer narrative:
The pump was received with all buttons responding properly. No unexpected boluses were noted. The keypad traces were inspected and no anomalies were noted. The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The drive support disk was inspected and no anomalies were noted. The pump was received with a cracked lcd window, a cracked case at the display window corners, a broken reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have a crack on display screen and drive support cap was loose. Customer reported that insulin pump was delivering bolus more than once. Customer does not know how damage occurred. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.